Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that there have been "problems getting the device to not provide visible thumping" and there has been trouble since implant with the device being "adjusted several times." It was noted "it's just plain uncomfortable" and the patient is fatigued. Follow up yielded no information. The device remains in use. No further patient complications have been reported as a result of this event.